Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. No blood-like substance (bls) was seen on the returned device. The catheter successfully attached to a test box with no anomalies noted. The tip electrode displayed an acceptable resistance value of 7.1 ohms while the shaft was undeflected, deflected, and manipulated. No open or short circuits were detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the impedance issue remains unknown.

Event description:
During the atrial fibrillation ablation procedure, the impedance increased and exceeded 160 ohms. When the catheter was removed, coagulum was noted on the tip of the catheter. The cardiologist cleaned the tip of the probe and flushed the catheter again. The procedure continued. The same incident occurred a second time and the catheter was replaced. The procedure could be completed with no adverse patient consequences.